Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that six patients had their subcutaneous implantable cardioverter defibrillator (s-ICD) systems explanted after receiving inappropriate shocks, or having oversensing issues that could not be resolved with reprogramming. The article also noted that in total, nine patients had inappropriate untreated episodes stored due to oversensing, three patients had inappropriate shocks episodes, and five patients had both inappropriate untreated and treated episodes. Attempts were made to obtain the device model/serial numbers for the affected patients, but despite efforts, no information was provided from the local field representatives or from the article author.